Event description:
Reporter alleged he obtained a result of 155 mg/dl on the aviva system at 8:45 am. The reporter took 30 units of lantus at 9 pm and 15 minutes later he broke into a severe sweat and could not do anything. Reporter stated that his wife called 911 and the emts obtained a result of 56 mg/dl on their system before treating the customer with a glucose gel. Reporter stated that they tried treating him intravenously but it did not take and was burning his arm. Reporter stated that he was tested at the hospital when he arrived at 9:45 pm with a result of 77 mg/dl and he was given food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.